Event description:
According to the info received, the pt experienced chest discomfort, shortness of breath and edema. Pt visited their physician "several times" over the course of four weeks and subsequently expired. The death record indicated the cause of death was "congestive heart failure due to a ruptured cuff". It is unknown if the valve was explanted at autopsy or remains implanted.